Event description:
It was reported that an unspecified bd pen needle broke at the cannula during use. The following was reported by the initial reporter: "the end customer bought 28 needles with 4mm in them in the middle of this month. After the injection was completed this morning, the needles were broken in the body. Now they have been taken out in the hospital, and the steel needles and the rest of the products have been kept, which are disposable. 2020-12-25 received an update from the sales representative. The event description is as follows. 1. On the morning of december 24, customer came up with a new needle for regular insulin injections, found green at the end of the injection needle and the needles on the skin, his hand only took out the needle take part of the green, the needle is still stay in the body, then go to a hospital for treatment, take out the needle from the body well, take out a needle is complete, and no broken part of medical expenses: 120 yuan. 2. The customer hopes bd company can give an explanation of this accident as soon as possible and pay the medical fee of 120 yuan. 3. The remaining needle customers shall express to the company for testing".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/27/2020. H.6. Investigation: reviewed lot#0041570 DHR and manufacturing records without abnormality was found. Inspected 7pcs retention parts cannula and hub appearance, cannula angle and cannula pull force. All results passed. Regarding to the defect product returned from customer, the adhesive volume in hub was checked by both visual inspection and vision system inspection and the result passed. Regarding to the 6pcs products not used returned from customer, cannula appearance, hub appearance, cannula angle and cannula pull force were inspected and all results passed. The feedback indicated that the green inner shield was found after the injection and the needle was left on the skin. Only the green inner shield was removed by hand. This is not in line with practice. According to IFU, the inner shield shall be discarded before injection. Due to lack of further access to customer operating practices, the issue can¿t be further analyzed. The certain cause can not be concluded at the moment.

Manufacturer narrative:
"Unknown manufacturer: (B)(4). Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4)."

Event description:
It was reported that an unspecified bd pen needle broke at the cannula during use. The following was reported by the initial reporter: "the end customer bought 28 needles with 4mm in them in the middle of this month. After the injection was completed this morning, the needles were broken in the body. Now they have been taken out in the hospital, and the steel needles and the rest of the products have been kept, which are disposable. 2020-12-25 received an update from the sales representative. The event description is as follows: on the morning of (B)(6), customer came up with a new needle for regular insulin injections, found green at the end of the injection needle and the needles on the skin, his hand only took out the needle take part of the green, the needle is still stay in the body, then go to a hospital for treatment, take out the needle from the body well, take out a needle is complete, and no broken part of medical expenses: 120 yuan. 2. The customer hopes bd company can give an explanation of this accident as soon as possible and pay the medical fee of 120 yuan. 3. The remaining needle customers shall express to the company for testing".